Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt suffered a driveline infection for the past 7-8 months (incident date is estimated) and that the pt underwent different treatments for the infection. Approximately one month ago, at a different hospital, the pt underwent a surgical relocation of the driveline to another non-infected exit site location. The pt later expired due to a cerebral hemorrhage which is reported on a separate report and referenced under MFR report #2916596-2014-00566.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported driveline infection and a correlation to the device could not be determined. The pump was not explanted; therefore, a full evaluation of the device could not be performed. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.